Event description:
I started using renu solution when I was a teenager and began to get infections in my eyes. I am seeing a corneal speicalist now about the infections. I haven't used renu since this past summer, because I was told that my contacts were the reason for the infection. I still have the infection and want to know how bausch and lomb will be held accountable, especially in the event that this causes me even more problems such as blindness.